Event description:
Reporter indicated that vns pt underwent generator explant surgery due to mrsa wound infection. It was reported that the pt underwent I&d exploration two weeks post-implant and was prescribed antibiotics at that time due to fever and erythema of the chest incision. The wound had partially dehisced at the lateral end. Approx three weeks later, the pt underwent generator explant surgery, leaving the leads in place. It was reported that the lead was not explanted because the surgeon was unable to remove the lead due to fibrosis tissue build-up and the fact that the jugular vein position eas too close to the vagus nerve. The pt's jugular vein was reportedly cut during the explant procedure. Bleeding was controlled and the opening in the jugular vein was closed with a 4-0 prolene running suture. The infection was treated with antibiotics and explant of the pulse generator. The infection is reportedly resolved. Investigation to date has been unable to determine the cause of the reported infection.